Manufacturer narrative:
Initial reporter: occupation is patient/consumer. The test strips were requested for investigation. One patient test strip was returned for investigation where it was tested using a retention meter and retention controls. Testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr. The obtained qc value was in the allowed range of the used combination strip lot - qc lot. The measurement was without an error message. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:07 was 5.4 inr. The result from the laboratory around 12:30 was 3.9 inr. The patient¿s therapeutic range is 2.5-2.5 inr.